Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the suction channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing. In addition, we confirmed that the segment fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the objective lens unit dusty, the insertion flexible tube (ift) leak, the bending rubber cut, the operation channel dirty, the u/d knob loosened, and the angulation-down angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.